Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a lot of issues. They needed to see the way how to turn up stimulation. They had lots of issues yesterday. They took three sips of water and peed three times the day of the report. The patient's settings were checked, and their stimulation was turned off. It was explained to the patient the stimulation needed to be on to work. They were told if they let their stimulator battery get too low, the stimulation could have turned off. They turned stimulation back on and increased stimulation to 1.5 volts on program 1. They were advised to monitor their symptoms for a couple days and see if their symptoms improved.